Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nurse detached the small portable monitor from the bedside monitor (bsm) to take the patient to the bathroom. When they returned and reconnected the portable monitor back to the bsm, the patient's name changed to another patient name. They discharged the phantom patient in order to readmit the actual patient into the room. However, when they tried to readmit the patient from the tele room, the actual patient had vanished from any existing patient list and because of this, they then had to completely discharge the patient which caused them to lose the historical data and admit as a new patient. Nihon kohden has requested logs from the devices to investigate this issue. No patient harm was reported. Service requested/performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The device was not returned for physical evaluation and functional analysis. Device logs for the cns and bsm-6000 were investigated by nkc but the root cause could not be determined from those logs. The customer was not able to locate the bsm-1700 that was involved with the reported incident and as such was not able to provide the logs for that device. Due to not having the bsm-1700 logs, nkc was not able to identify the root cause. Refer to irc-nka300191328 for full investigation. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: bedside monitor: model #: bsm-1733a; sn: (B)(6). Central nurse's station: model #: cns-6801a; sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the nurse detached the small portable monitor from the bedside monitor to take the patient to the bathroom. When they returned and reconnected the portable monitor back to the bedside monitor, the patient name changed to another patient name. They discharged the phantom patient in order to readmit the actual patient into the room. However, when they tried to readmit the patient from the tele room, the actual patient had vanished from any existing patient listed and because of this, they then had to completely discharge the patient which, caused them to lose the historical data and admit as a new patient. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nurse detached the small portable monitor from the bedside monitor to take the patient to the bathroom. When they returned and reconnected the portable monitor back to the bedside monitor, the patient name changed to another patient name. They discharged the phantom patient in order to readmit the actual patient into the room. However, when they tried to readmit the patient from the tele room, the actual patient had vanished from any existing patient listed and because of this, they then had to completely discharge the patient which, caused them to lose the historical data and admit as a new patient. Nihon kohden has requested logs from the devices to investigate this issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: bedside monitor, model: bsm-1733a, sn: (B)(4) central nurse's station, model: cns-6801a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the nurse detached the small portable monitor from the bedside monitor to take the patient to the bathroom. When they returned and reconnected the portable monitor back to the bedside monitor, the patient name changed to another patient name. They discharged the phantom patient in order to readmit the actual patient into the room. However, when they tried to readmit the patient from the tele room, the actual patient had vanished from any existing patient listed and because of this, they then had to completely discharge the patient which, caused them to lose the historical data and admit as a new patient. No patient harm reported.